Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05124. It was reported that when the patient presented in clinic, noise was noted on the right atrial channel. Noise was oversensed on the right ventricular channel and the patient received inappropriate anti-tachycardia pacing. The physician elected to cap and replace the leads ((B)(6) 2019). The patient was stable throughout.